Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using the arctic sun device for an rcn day workshop and flow rate was dropping and device alarmed 02 (low flow) issues, would not empty water from pads either and could it be looked at by tech before sending out again. Per wo update on 07dec2023, it was reported that the chiller intermittent failures.

Event description:
It was reported that while using the arctic sun device for an rcn day workshop and flow rate was dropping and device alarmed 02 (low flow) issues, would not empty water from pads either and could it be looked at by tech before sending out again. Per wo update on 07dec2023, it was reported that the chiller intermittent failures.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. The device was evaluated upon receipt. An intermittent chiller fault was noted. Replaced chiller. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.